Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a damage to the main body and the notch was observed on the first photo. A small crack on the side of the main body was observed on the second photo. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small crack at the thread of the twist clamp on a minicap extended life pd transfer set. This was further described as, ¿damage to the thread of the transfer line, at the level of the turning closure, observing a small crack at that level¿. This was identified at the patient¿s home while the patient was making a connection during peritoneal dialysis therapy. It was further reported that the antiseptics used for line changes by the institution are iodine and chlorhexidine solution, and what is used by the patient at home is saline solution, homemade. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.